Event description:
A consumer reported that they have tried to recharge the implant and can not get a full charge even after trying "multiple things" per the manual. There were no patient symptoms alleged. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.